Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s luer connector fractured and a piece remained in the pump inlet while the user was carrying the ilet in a pocket, which led to an occlusion alarm and elevated blood glucose for about one hour with a peak of 200 mg/dl; the caregiver removed the broken fragment with pliers, replaced the luer connector, and reconnected the 23 in, 6 mm infusion set. Symptoms included hyperglycemia without other clinical effects. Outcomes included temporary elevated glucose without medical intervention, backup therapy, or ketone testing. Investigation included troubleshooting and education provided by support to remove the fragment and restore infusion. Investigation of this case revealed a broken luer connector associated with an insulin flow occlusion due to the fragment lodged in the inlet, consistent with a connector integrity failure. It was concluded, based on previously established findings for similar reports, that the cause was a component breakage of the luer connector leading to occlusion.